Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material on nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, the cause of the foreign material that remained in the nozzle was not confirmed. There was no damage to the area where the foreign material was detected. Olympus could not identify a definitive root cause of the event. The legal manufacturer reviewed the customer-provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use were identified. The instruction for use states the inspection method associated with the event in "chapter 5 5.5 manually cleaning the endoscope and accessories". Olympus will continue to monitor field performance for this device.